Manufacturer narrative:
Additional information: d6a, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a patient-specific event, possibly related to the univers revers implanted. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
On (B)(6) 2025, a clindex notification was received indicating that a patient listed on the shoulder arthroplasty registry presented with continued pain and lack of function. The surgeon determined that revision of the implant was necessary. The event was reported as possibly related to the univers revers implanted on (B)(6) 2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.